Event description:
It was reported that a spectrum pump alarmed false air in line during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "alarm air in line when is no air in line" was unable to be reproduced. A review of the event history log (ehl) revealed occurrences of multiple air in line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be scale factor calibration was above specification. The force sensor scale factor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.